Manufacturer narrative:
The reported event, device was bent, was duplicated. Based on the risk documentation a bent foot guard can occur when excessive side load is applied to the feature. Device is placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.